Manufacturer narrative:
Correction to g1: device manufacturer city. H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage tests, and priming with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag became dislodged from the spike of a clearlink system solution set at the end of an infusion; this was further described as ¿after the tpn infusion was complete, spike was dislodged from aads bag while removing tubing set from pump.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.